Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix would not deploy during the implant procedure. The physician placed an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal and distal conductor was kinked at 43.3cm (the kink could contribute to the helix out-of-spec rotation issue). If information is provided in the future, a supplemental report will be issued.